Event description:
It was reported that shaft break occurred. The target lesion was located in the femoral artery to popliteal artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, when the balloon entered the lesion vessel, the push bar was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the femoral artery to popliteal artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, when the balloon entered the lesion vessel, the push bar was fractured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 80% stenosed, mildly tortuous and severely calcified. The device was removed along with the v18 guidewire slowly. The patient was in good condition/stable post procedure.